Event description:
It was reported that boston scientific technical services was contacted during a routine follow-up appointment for a device data review. The physician had noted multiple ventricular tachycardia (vt) events that were likely the cause of far-field atrial over-sensing. Additionally, there were several inappropriate atrial tachycardia response (atr) episodes due to the far-field atrial over-sensing. The physician and ts discussed programming options and the device was subsequently reprogrammed to resolve the event. There were no adverse patient effects and the patient is continuing with normal remote monitoring. This device remains implanted and in-service.